Event description:
It was reported that the cc4204a single piece lens got caught on the plunger of the nanopoint injector and tore as it was inserted into the eye. The lens was removed without enlarging the incision and another same model lens was implanted without any patient injury.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation, method - lens work order search. Results: visual inspection of the returned lens showed tears in the optic and a piece of the haptic was torn off and missing. A lens work order search revealed there was no similar complaints within the work order. Conclusion : based on the complaint history , product evaluation and work order search, we were unable to determine a specific root cause of the event. (B)(4).